Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced increased seizures and other unspecified adverse events as a result of vns therapy. The events reportedly occurred as a result of the device being enabled for therapy immediately after full revision surgery as opposed to waiting two weeks after surgery as labeling recommends. The managing neurologist later made an adjustment to the device settings and/or disabled some device settings as intervention to the reported events. The surgeon later reported "she was fine at post op". The surgeon recommends to contact the neurologist. The managing neurologist has stated in response to the request for further details "not blaming vns for any of this". Follow ups have been initiated to gather assessments to the cause of the increased seizures as well as clarity on the other unspecified adverse events and their cause. No other relevant information has been received to date.

Event description:
It was later reported that patient's device is still on but physician has not been able to get output as high as it was prior to surgery. (Due to the reported adverse event). No other relevant information has been received to date.